Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The investigation found an unreported failure of excessive adhesive which was determined to be a manufacturing issue.

Manufacturer narrative:
D10 concomitant product: fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#65678f). H3 evaluation summary: functional testing of the return device confirmed a manufacturing fault. The root cause of the observed condition was determined to be a result of a manufacturing activity. A process improvement has been initiated to prevent this condition from recurring. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule failed to attach to the patient¿s esophagus and remained attached to the delivery device upon removal. The capsule was placed following all steps outlined in the instructions for use (IFU), including performing a pre-use visual confirmation to ensure the trocar needle was not advanced, waiting at least 30 seconds with 550mmhg suction before pressing down the plunger, and carefully removing the delivery device. When the delivery system was removed, no resistance was felt; however, it was observed that the capsule was removed along with the delivery system. Lubricant was used but only very carefully and always take care not to cover the suction chamber. A second delivery system was opened with the intention of placing another capsule. However, upon re-inserting the endoscope, bleeding was observed at the site of the initial capsule placement. The bleeding was successfully treated with a clip, but the second capsule was not placed. The patient was doing fine and was sent home the same day.